Event description:
Problem with packaging. The cartridges don't fit tightly enough to keep pt's exhaled air from escaping to outside of cartridge and pt risk is that they may rebreathe expired co2 causing inspired co2 to rise significantly. Seen anywhere from 20 to 32 inspired co2 levels. The canisters have been taken out of service. Were being used in a trial. Pt was not harmed.